Event description:
Site reported that they inspected the gdp-10 (harvest graft delivery system) at the luer connector and noticed that it was cracked before use. There was no report of pt or user injury. We were checking them all before the case, and no fracture was seen because it was a hairline crack. Tech put a little saline through connector and we then discovered the crack. Absolutely no impact on pt, pt was nowhere near where we were working and was covered by drapes, no delay in procedure, no impact on doctor. The defective connector was found on the first three occasions when I went to deliver cells back to field. On all cases, we grabbed another connector and used it.

Manufacturer narrative:
In total harvest received 13 reports of gdp-10 leaks at the luer connector. Each report has been submitted to FDA as a separate MDR. As port of an investigation gdp-10 product was inspected and (B)(4) luer connectors exhibited a cracks. Based on this investigation field action will be initiated and gdp-10 product will be recalled. The district office will be notified.